Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated their communicator displayed a red call doctor icon. Boston scientific technical services (ts) referred the patient to their following physician for further evaluation. No adverse patient effects were reported.